Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from (B)(4) of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported whether a peritoneal effluent culture was performed. Outcome was not reported. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not provided. Supplemental information was received from the pd nurse on (B)(6) 2011. The nurse reported the following. On an unreported date, the patient experienced touch contamination. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized. Treatment included gentamicin and vancomycin (dose, route, frequency and start/stop dates were not reported). The patient was retrained in pd therapy. On an unreported date, the patient recovered from touch contamination and the peritonitis. The nurse reported that the event of peritonitis was not related to dianeal therapy. Causality for touch contamination was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h04127 and h11f30027 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.